Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 1100 mg/dl. It was stated that the customer went into coma. Troubleshooting was performed. It was stated that the insulin pump did not alarm and was not delivering insulin. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Checked the infusion set for leaks and found leaks in the tubing. Performed a high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.